Event description:
It was reported that an ilet color pump exhibited battery depletion while on a charger, with the state of charge decreasing during charging attempts and persisting after a restart. Symptoms included no adverse clinical effects and no interruptions to blood glucose management. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting with alternate chargers, review of user-provided video evidence, and replacement of the pump with instructions for shutdown, data sync to the mobile app, and return of the original device. Investigation of this device revealed a suspected charging or internal power fault associated with the pump¿s power/battery subsystem, consistent with a device malfunction that led to ineffective charging and progressive battery depletion. It was concluded, based on previously established findings for similar reports, that the cause was device-related malfunction of the charging/power system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.